Manufacturer narrative:
Previous percutaneous lead repair was reported in MFR. Report #2916596-2020-00502. Additional information was requested however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to likely having an internal driveline fracture. The patient had a distal end percutaneous lead (driveline) repair and was sent home on an ungrounded cable. The patient reported being connected to battery power 24/7. One pump stop was noted however the patient was unclear of situation at that time. Submitted log file captured a brief 3 second pump stop on (B)(6) 2020 at 6:25 while on battery power. The cause of the pump stop is uncertain, but it could be either a percutaneous lead issue or a controller high current event as the patient is never connected to the power module at any time in the log file which indicates the patient is sleeping on battery power which is not recommended.

Manufacturer narrative:
DHR review: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufactures investigation conclusion: a pump-stop event and a transient power elevation were confirmed in the evaluation of the submitted event log file; however, a specific cause for the events cannot be determined through this evaluation. The event log file contained approximately 6 weeks of data, spanning from (B)(6) 2020 06:41:27 through (B)(6) 2020 10:02:11, which captured a brief, 3 second pump stop on (B)(6) 2020 while the patient was on battery power. Additionally, on (B)(6) 2020 at 17:50:37, a transient power elevation up to 9.8 watts was captured. Pump flow was also elevated during the event and was captured at 10.4 lpm. Prior to and after the elevated power and flow alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the transiet power elevation and the pump stop event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product available for investigation. Pump parameters, including speed and power, are detailed in the introduction section of the hmii IFU. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The patient handbook also contains a section on handling emergencies, which includes pump stops. No further information was provided. The manufacturer is closing the file on this event.